Event description:
It was reported patient underwent revision of unknown product in 2012. Subsequently, a revision procedure was performed (B)(6) 2013, due to component malpositioning which caused dislocation. The total shoulder components were removed and replaced with comprehensive reverse shoulder system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." The following sections could not be completed with the limited information provided. Date implanted - unknown.